Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device was in bvvi mode. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset caused by rapid battery depletion. Review of device records indicate the rapid battery depletion was caused by multiple hv charges due to noise. The root cause of the noise could not be determined.